Manufacturer narrative:
Evaluation of the returned pod pc embolization coil confirmed, that the coil was detached. The pod pc pusher assembly was not returned for evaluation. Therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed, offset coil winds throughout the embolization coil. This damage is likely incidental to the complaint and may have occurred, due to manipulation against resistance or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. Section h: box 6, conclusions code 1: 4316: the investigation findings do not lead to a clear conclusion about the root cause of the unintentional detachment. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted fourteen ruby coils and sixteen pod pcs into the target vessel. While making an attempt to implant the next pod pc into the target vessel, and resistance was encountered during advancement. Therefore, the physician decided to remove the pod pc. While retracting the pod pc through the middle of the microcatheter, resistance was encountered, and the pod pc unintentionally detached. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the coil was flushed out on the back table. The procedure was completed by re-inserting the same microcatheter and implanting eleven additional pod pcs. There was no report of an adverse effect to the patient.